Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt asked the surgeon to re-position her implant, so that the left and the right coil are symmetrically placed and are at the same level. During surgery the electrode was mostly pulled out of the cochlea, and it is assumed that thereby the electrode was partially damaged. It was decided to exchange the implant. The pt was re-implanted in 2009.